Manufacturer narrative:
There is an instruction that states, "do not bend or pinch cord and do not use if cord is damaged" and consumer failed to perform that instruction. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Consumer alleges her heating pad sparked and caused an injury to her body. There was not a report of property damage with this incident.

Event description:
Consumer alleges her heating pad sparked and caused an injury to her body. There was not a report of property damage with this incident.

Manufacturer narrative:
There is an instruction that states, "do not bend or pinch cord and do not use if cord is damaged" and consumer failed to perform that instruction. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.